Manufacturer narrative:
Date of report: 17jun2019. Date rec'd by MFR: 14jun2019. No patient/user harm reported. Philips field service engineer (fse) confirmed the complaint would not power on. Philips service engineer (fse) replaced the power management printed circuit board assembly, the fse performed periodic maintenance and tested the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 01jul2019. Date rec¿d by MFR: 28jun2019. A power management printed circuit board assembly (pm pcba) was return for analysis. Visual inspection of the power management printed circuit board assembly (pm pcba) revealed no anomalies. The failure investigation (fi) technician installed the pm pcba in a known good test unit and performed testing. During the testing, the fi technician noted that the voltage drooping on the 35 volt when the blower activated. Suspecting an issue in the 35-volt circuitry the technician identified cold solder on the r31 component. To verify root cause the technician reflowed, added additional solder to the r31 component, and reevaluated the pm pcba with no additional failures. Root cause of the reported issue was due to a cold solder on r31 component caused a 35-volt failure resulting in system shutdown, freezing, and unresponsive behavior. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The caller reported that the unit became inoperative. No patient/user harm reported.